Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 300 mg/dl and 51 mg/dl within 10 minutes on the compact plus system. Customer reports drinking a lot of water after obtaining the high reading. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.